Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Husband called for patient/wife regarding her left hip replacement. Patient had 4 dislocations while either sitting and standing. Had to go to ER as a result. Going to a dr.'s appt today and will follow up with information on stryker devices implanted.